Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.25 x 12mm stent delivery system was returned for analysis. A visual examination of the stent found mid and proximal stent damage with struts lifted and pulled distally and proximally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The stent length was measured and the result was within the crimped stent length specification. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a break located 2.3cm distal to the distal end of the strain relief as well as a multiple kinks. The manifold was not returned. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 92% stenosed, 2.25-2.5mm x 10-12mm target lesion was located in the severely tortuous and moderately calcified left cicumflex artery. A 2.25 x 12 synergy drug-eluting stent was advanced for treatment but failed to cross the lesion. However, during withdrawal, the stent struts were lifted up. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable. It was further reported that the manifold broke post procedure.

Event description:
It was reported that stent damage occurred. The 92% stenosed, 2.25-2.5mm x 10-12mm target lesion was located in the severely tortuous and moderately calcified left cicumflex artery. A 2.25 x 12 synergy drug-eluting stent was advanced for treatment but failed to cross the lesion. However, during withdrawal, the stent struts were lifted up. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable.